Event description:
An optometrist reported a case of infection/inflammation, observed in a patient's left eye three week post photo refractive keratectomy (prk). Reporter indicated upon examination a herpetic corneal ulcer noted and doctor indicated it was unrelated to refractive surgery. Reporter indicated the patient was started on ganciclovir ophthalmic gel for five days, and referred for same day consultation with specialist. Patient noted foreign body sensation and thought it was related to sinus infection. Primary doctor had started patient on oral antibiotic two days prior to report date. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).